Event description:
PICC line inserted per rn and seven days later the infant had decreased oxygen saturations following a bath. Thereafter, the infant was in severe respiratory distress with retractions and nasal flaring. Nurse practitioner and attending came to bedside to assess. Infant re-intubated, however, heart rate continued to drop with no recovery. Code called. Ten minutes into code, a physician diagnosed infant with cardiac tamponade and performed emergency pericardiocentesis with 18 gauge angiocath. A 14 cc of whitish fluid suspicious for tpn/lipid was aspirated from pericardium. Infant's heart rate immediately recovered. PICC line discontinued and discarded. Head ultrasound, cardiac ultrasound, and MRI essentially normal following the event.